Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a reduction screw used for lumbar fusion. It was reported that during patient's one month post op visit discovered that the clip on the reduction screw failed to remove and was unintentionally left behind. The clip was inserted into spine vertebral body to complete a lumbar fusion was designed to be removed once the screw is set into position. Patient still having complications like r/t numbness and weakness, also had suffered 7 falls at home leading up to the discovery. There were no further complications reported regarding the event.

Manufacturer narrative:
D4: lot number is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: device problem code is corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.